Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 63585, were returned and analyzed. The data files confirmed system notice 50005 ¿fluid detection in catheter¿ on the date of the event. External visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 7 injections. Dissection / pressure testing showed guide wire lumen twist and breach at 1.38-1.57 and 2.95 inches. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After the case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.